Event description:
It was reported that the ventilator failed pre-use check tests. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed multiple tests during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. The o2 gas module and the pressure transducer circuit board need to be replaced to resolved the issue. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Defective pressure transducer printed circuit board may lead to high pressure.   No parts were returned for investigation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).